Event description:
Device 1 of 2 reference MFR report: 1627487-2013-21400. The patient received two scs leads with the same lot number. It was reported the patient experienced pain at the left hip and down the left leg where the ipg is located regardless of stimulation. Subsequently, the physician inspected the ipg site and no anomalies were found. Additional, the patient was receiving ineffective right side stimulation. Reprogramming was unsuccessful in restoring full coverage, however a second reprogramming session resolved the issue. There is no additional information at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.